Event description:
Approximately 3 months post-procedure, the pt presented with angina during exercise. The pt had an 80% diffuse instent restenosis of the index cypher. There was no peri-stent restenosis. The restenosis was treated with a xience stent. At the 6-month follow-up (2008), the pt was experiencing angina pectoris. The report is from the study. The pt was a male with 3-vessel disease and a history of previous pci, previous CABG, hyperlipidemia, diabetes, and a family history of coronary artery disease. The indication for the index procedure was stable angina pectoris. The target lesion was in the proximal rca. Vessel diameter was 3.5mm and the lesion length was 12mm. Pre-procedure stenosis was 85%. The lesion was de novo, ostial, irregular contour, and moderately calcified. The lesion was pre-dilated with a 3 x 15mm balloon at 12 atm. A cypher was deployed at 14atm. Post-procedure stenosis was 5%. There were no procedural complications and the pt was discharged 2 days post-procedure.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Coronary artery restenosis is a known potential adverse event associated with implanting coronary stents. Comorbidities such as diabetes put a pt at higher risk for adverse events. Review of the available info suggests that pt factors and/or vessel/lesion characteristics may have contributed to the event.